Manufacturer narrative:
Visual and functioning testing was performed. One (1) opo70 unit was received for evaluation. The complaint unit was not received in the original package (universal tray). The unit was visually inspected at 18¿ distance with unaided eye. Liquid in the tubing set was detected. The drain bags component was observed cut. No manufacturing defects such as cut/holes in tubing or assembly error were observed in the returned sample. During functional test no issues such as ''bubbles in aspiration line'' during prime cycle were observed. The I/a (irrigation/aspiration) prime test results were found within specification. Also, no error codes were detected at the signature machine. The sample received meets the acceptance criteria. A manufacturer record review (mrr) was performed. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) for this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. Based on the manufacturing records review, analyze of the returned, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm or verify that there was an issue with the operation of the machine. The fss found no issues. The fss visually inspected the tubing pack used during the event reported and found no observations. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. The wound required seven unplanned sutures to close the incision. A brief description from the account indicated there was air bubbles in the aspiration line during the prime and tune cycle. The surgery center reprimed and tuned the unit without any error warnings displayed although there were air bubbles remaining in the aspiration line. At the initiation of the phacoemulsification, the surgeon noted the aspiration line was occluded. As a result of the occlusion, a corneal burn occurred. The procedure was halted to replace the tubing pack. The procedure was completed. The customer suspects defective tubing may have contributed to the event. This report is for the tubing pack.